Event description:
It was reported a patient presented with swelling at the surgical site two weeks following a procedure where the neurawrap product was implanted. Additional information received by return phone call from the surgeon: the neurawrap product was used for a carpal tunnel procedure. The patient had excessive synovial fluid drainage following the procedure. The surgeon believes this is due to the neurawrap product specifically. There was so much drainage the implant was "spit" out of the wound. The patient is being treated with a wound vac and continues to have increased drainage. There was no infection.

Manufacturer narrative:
The device will not be returned. Based on reported information, integra has initiated an investigation.